Manufacturer narrative:
Block b3: exact date unknown, event occurred on october 2024.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient's ipg was replaced with a non-rechargeable battery and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.